Event description:
On 5/18/1998 nellcor puritan bennett received info alleging that an npb-40 has provided high readings. Reportedly, the npb-40 provided readings of 100% saturation when an n-20pa provided 87-88% saturation on the same pt. Customer isolated failure to the npb-40. No pt harm reported.